Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm and no delivery alarm on the insulin pump. Customer's blood glucose level went as high as 485 mg/dl. Troubleshooting for no delivery was performed. Customer advised they changed out their entire set and site which did not resolve the issue. Customer declined to return the set and the reservoir for analysis. Troubleshooting for motor error alarm was performed. Troubleshooting resolved the issue and the device passed the displacement test.